Manufacturer narrative:
Evaluation summary: the device implanted were identified as being incompatible. Revision operative notes report that the anterior and posterior locking mechanisms of the articular surface sheared off. The femoral component was reported to be very internally rotated and positioned extremely anteriorly. Flexion and extension gap imbalance was also reported. The components were indicated to be well fixed. Radiographs were not returned for review, however; the revising surgeon has indicated that the components were misaligned. The issue is therefore likely due to surgical technique. Device history records were reviewed and found to be confirming. Dimensions were within specification where measured. Visual examination of the articular surface component revealed damage to the outer edges of the underside. The posterior locking tab has completely sheared off of the component and the anterior locking tab displays a deep gouge. The femoral component displays cement on the distal, anterior, and posterior aspects as expected. There are stains and scuff marks on the articulating surface.

Event description:
It is reported that the pt was revised due to dislocation of the articular surface.